Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity -requested, not provided. Race - requested, not provided. Lot number - requested but unknown. Expiration date - requested but unknown due to lot number being unknown. UDI - the corresponding part number is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested but unknown due to lot number being unknown. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The record was traced back up to 5 years and reviewed, and found no irregular finding in relation to defective needle-tip. IFU statement: do not leave a needle attached to a pen-injector. Otherwise there is a risk of accidental needle stick injuries, air entering the cartridge and the needle being clogged with the drug. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported a needle stick. When the forteo® osteoporosis drug was attached to the nanopass pen injector, and was about to be injected into the patient, the nurse accidentally incurred a needle stick on the fingertip. Slight amount of bleeding was later seen; no health hazard was confirmed.